Event description:
It was reported by the patient that she is experiencing vomiting post implant of a realize band in (B)(6) 2011. The patient had an upper g.I. And was notified that everything is fine. She has had one fill since the band was implanted of 3ccs. The vomiting began after the fill and subsequently all fluid has been removed. Dates of fill and fluid removal unknown. The patient could not find her papework from paperwork. However, she continues to vomit daily after meals. She can only tolerate a soft diet such as mashed potatoes, apple sauce. When she consumes protein shakes she immediately throws them ups. She has not had any illnesses since the band was implanted i.e. Gi issue, stomach flu etc. She has been advised to contact surgeon in (B)(6) when he returns from medical leave as tests have not shown any issues with the band. Recommended that she follow up with the surgeon's office prior to that if symptoms continue. Upper gi.

Event description:
Spoke with the patient and she states that a band slippage was confirmed via diagnostic testing. Unknown which test was performed. The band was replaced without incident on (B)(6) 2011 and she was discharged home the next day. The patient states that she is doing very well and all symptoms have resolved with the placement of a new band.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned. Device remains implanted.